Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage alarms, audible alarms without an associated visual alarm while connected to the mobile power unit (mpu), and black power cable damage were confirmed. The log file downloaded from the returned system controller (serial number: (B)(6) contained data spanning approximately 8 days (B)(6) 2020 per the timestamp). The log file captured a low voltage advisory alarm that was not associated with routine battery depletion on (B)(6) 2020 at 16:20:23 and power cable disconnect alarms that were not associated with true power cable disconnections on (B)(6) 2020 at 14:34:30 and on (B)(6) 2020 at 11:48:13. The atypical alarms occurred due to the rsoc (relative state of charge) voltage level dropping while connected to 14v batteries; the alarms resolved each time as the voltages returned to their appropriate levels. The atypical alarms occurred on both the black and white power cables. The driveline was disconnected on (B)(6) 2020 at 12:59:24 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned system controller revealed kinks on both power cables, and broken strain reliefs on the connector side of both power cables. The returned controller was functionally tested with a test power module, system monitor, and mock circulatory loop, and the reported audible alarms without an associated visual alarm were reproduced by flexing the white power cable near the strain relief on the controller side of the cable. Further evaluation revealed that the yellow (alarm out) wire in the white power cable was broken and shorting to the cable shielding when flexed; this would result in an audio alarm without an associated visual alarm as there is no true alarm condition active. Slightly elevated resistances were observed on several other wires in both power cables; this is consistent with the early stages of conductor breakdown. The outer jacket and protective layers were removed from both power cables to inspect the underlying wires, revealing minor kinks on several wires in the white power cable near the broken yellow wire. The root cause of the reported low voltage alarms could not be conclusively determined through this analysis; however, the observed elevated resistances could have contributed to the alarms. The reported audible alarms without an associated visual alarm were determined to be caused by the yellow (alarm out) wire breaking and shorting to the power cable shielding. The root cause of the damage to the power cables could not be conclusively determined through this analysis. Although not conclusively determined, the observed damage to the power cables and underlying wires appears consistent with repetitive flexing of the power cables during use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 02jan2019. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (doc # (B)(4), rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory, backup battery fault, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method/conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic with low voltage alarms. Patient stated that mpu (mobile power unit) would also alarm whenever patient was connected to it, but would not display an active alarm. It looked as though there was damage to the black cord on the system controller. The patient's controller was exchanged and the issues resolved. There were no further alarms after the controller was switched and the patient was awake, alert, and oriented. The patient was asymptomatic.